Event description:
The manufacturer received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. There was no report of patient harm or injury. The device was returned to the manufacturer's service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected and the manufacturer observed particles in the air path of the device. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes there was no evidence of sound abatement foam degradation, but particle contamination was observed in the device airpath and are consistent with being from an external source. Section d8, d9, h2, h3, h6 has been updated in this report.